Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12657. It was reported patient is experiencing ineffective coverage of pain relief. X-rays did not indicate any anomalies. Diagnostics revealed no impedance issues. Reprogramming was unable to solve the issue. As a result, patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2021 wherein another lead was added in l5 for better efficiency .